Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported by the patient that he went to have his pump refilled today and the healthcare provider noticed that the pump went on "standby" for at least 2 months maybe more because of the amount of medicine left in the device. Patient stated he was in a lot of pain there for a little while and thought he was going to pull something worse than his back again. Patient stated he was having pain for 2- 3 months. Patient mentioned that he had an magnetic resonance imaging (MRI) last august for his shoulder but nothing recently. Patient stated he never heard an alarm or anything and just had increased pain. Patient stated his healthcare provider (hcp) said that he was the third patient where this had happened on standby. Patient also mentioned the pump did reset itself and he had way too much medication left in the pump twice the amount. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned having many back surgeries which were not related to the pump. Patient mentioned getting gall bladder out due to oxy and cancer. Additional information from the patient stated his hcp said it was a stall on the pump and stated they would check the pump again in july with the tablet. Patient mentioned the device shuts off airport security.